Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal (gi) bleed using a ruby coil lp. During the procedure, one coil was implanted into the target location. While attempting to advance the next ruby coil lp, it would not advance within its introducer sheath; therefore, the ruby coil lp was removed. The procedure was completed using two additional ruby coil lps. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal (gi) bleed using a ruby coil lp. During the procedure, a ruby coil lp would not advance within its introducer sheath; therefore, it was removed. The procedure was completed using an additional ruby coil lp. There was no report of an adverse effect to the patient.